Event description:
It was reported that post op a lobectomy; the patient had a post op air leak and had to have a drain. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.